Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer had also received an incomplete temp rate alert and an incomplete bolus alert, but had not opened those screens. The customer's blood glucose (bg) level was 300 mg/dl and a manual bolus was delivered to address the bg level. A system check was performed and the pump was found to be functioning as expected. The cannula showed no damage. Tandem technical support explained how the two incomplete alerts are triggered and the customer acknowledged the information. The customer indicated that the infusion set site was to be changed.